Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the rep observed one out of range (oor) electrode while measuring impedance prior to a scheduled ins replacement for normal battery depletion. All electrodes showed in the 1100-1200 ohm range, but individually, number 3 showed over 3600 ohms when paired with other electrodes. The cause of the issue was unknown and the patient was not programmed on 3, so no intervention was needed. No patient complications were reported.